Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
Additional clarification was received from the tandem technical support stating that the customer was using manual injections at the time of the high blood glucose level and subsequent hospitalization (unrelated to pump/supplies). This event is not reportable.